Event description:
It was reported that during a labral repair, the anchor broke off at the hex after trying to detach the anchor from the driver. The surgeon reports he had a hard time to release the anchor from the shaft unit, it snapped. The body of the anchor remains inside the pt but no further consequences have been reported from this event. No further pt info is available from the customer. This device is used for treatment.

Manufacturer narrative:
Evaluation revealed the implant broke at the hex. This condition typically occurs due to over-insertion or due to prying/leveraging the inserter while the implant is still loaded. Device history review revealed nothing relevant to this event. This event was attributed to misuse.